Event description:
It was reported to boston scientific corporation that a wallflex¿ esophageal stent was implanted to treat a stenosis in the esophagus during a stent implantation procedure performed on (B)(6) 2015. According to the complainant, during a routine follow-up on (B)(6) 2015 the physician noted, through x-ray, that the wallflex¿ esophageal stent had migrated. The wallflex¿ esophageal stent was removed from the patient and another stent implantation procedure was performed. The procedure was completed with another wallflex¿ esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A wallflex¿ esophageal stent was received for analysis; the stent was visually and microscopically examined and there were no issues identified with the profile of the stent which could have contributed to the complaint incident. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Stent migration is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallflex¿ esophageal stent was implanted to treat a stenosis in the esophagus during a stent implantation procedure performed on june 09, 2015. According to the complainant, during a routine follow-up on june 10, 2015 the physician noted, through x-ray, that the wallflex¿ esophageal stent had migrated. The wallflex¿ esophageal stent was removed from the patient and another stent implantation procedure was performed. The procedure was completed with another wallflex¿ esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).the device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.